Event description:
It was reported that during procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. During farawave insertion, a large amount of air was pulled out when a reverse blood flow was pulled out from the flushing port of the sheath with a syringe to remove air. A leak was confirmed in the valve. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. After replacing the sheath, the tip of the sheath was dipped in water and suctioned from the flush luer with a syringe, and a large amount of air was easily suctioned when the valve part was touched. The sheath has been received and is pending analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. During farawave insertion, a large amount of air was pulled out when a reverse blood flow was pulled out from the flushing port of the sheath with a syringe to remove air. A leak was confirmed in the valve. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. After replacing the sheath, the tip of the sheath was dipped in water and suctioned from the flush luer with a syringe, and a large amount of air was easily suctioned when the valve part was touched. The sheath has been received and is pending analysis.